Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before the first firing in a laparoscopic partial pancreatectomy procedure, the surgeon gripped the tissue, but the handle could not close and firing could not be performed. When the surgeon squeezed the handle to compress it, an abnormal sound was heard and the device could not be used. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.